Event description:
It was reported that a pt underwent a surgical procedure with implantation of rods of l4-5 and an interbody device at l5-s1. According to the surgeon, a decompression was not performed at the bumper level of l4-5. Approx. 7 months post-op, follow-up x-rays reportedly revealed a cable failure. Pt is asymptomatic at this time. No revision surgery has been scheduled. The surgeon is continually monitoring the pt. No pt complications have been reported.

Manufacturer narrative:
Device has not been explanted and/or returned; therefore, product evaluation is not possible. Unable to determine the cause of the event.